Event description:
A consumer implanted for non-malignant pain reported that on (B)(6) 2016 they started experiencing stimulation in the wrong location; they were supposed to feel stimulation in their lower back/button region, but they felt it in their legs (the thighs down to the ankles). It was also reported the trial was great and stimulation was felt in the correct area. It was noted initially after implant the device did help with the pain but now it wasn't even after reprogramming was performed, so they weren't using it, but they did have an appointment scheduled for the following week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.